Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient who was implanted with an impella 5.5 device for mechanical circulatory support experienced ventricular tachycardia and was treated by cardioversion and p level adjustment. Additionally, there was a bleed that prompted the team to remove systemic heparin. The pump was on sodium bicarbonate in the purge rather than heparin. The patient was successfully weaned and explanted.